Manufacturer narrative:
Device evaluation: visual inspection revealed the connector has fractured. Potential cause: root cause was unable to be determined. This event could possibly be attributed to unknown patient factors or traumatic event. DHR review: per DHR review, the connector was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to address post-operative pain. During the surgery, a cocr rod and connector were found to have fractured. The lumbar portion of the construct was removed and replaced with a competitive construct. There was a surgical delay, but no patient impacts were reported. The surgeon believes the patient may have fallen or was hit. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2021-00283.

Event description:
It was reported that a revision surgery was performed to address post-operative pain. During the surgery, a cocr rod and connector were found to have fractured. The lumbar portion of the construct was removed and replaced with a competitive construct. There was a surgical delay, but no patient impacts were reported. The surgeon believes the patient may have fallen or was hit. This is report two of two for this event.